Manufacturer narrative:
(B)(4): herniated disc. It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. Additional info has been requested. A copy of the article is available at www.painphysicianjournal.com.

Event description:
Literature: smith, clark, lin john, shokat max, dosanjh sonny, and casthely dionne. "A report of paraparesis following spinal cord stimulator trial, implantation and revision." Pain physician 2010; 13:357-363. Summary: this article discusses in detail four occurrences of neurological complication after spinal cord stimulator (scs) implantation. All four pts presented with paraparesis after spinal cord stimulator trial or implantation. The cases involved injury secondary to epidural hematoma, cord contusion or thoracic disc herniation. Event: a (B)(6) male pt with a 10-year history of chronic low back pain and peripheral neuropathy in his lower extremities secondary to diabetes mellitus experienced five days after initial implant of the scs system an acute development of mid-back pain and rapid progressive weakness and motor loss within several hours beginning with the right lower extremity and progressing to the left lower extremity. The pt was taken to the emergency dept and given intravenous methylprednisolone. CT scans showed an epidural hematoma extending two levels above the scs site. Blood count and coagulation were normal. On post-operative day 5, the pt underwent a thoracic t8-0 laminectomy with excision of the hematoma and removal of the scs leads with no complications. A f/u MRI revealed cord edema at t-8 through the conus medullaris and a large herniated disc at t8/9 and t9/10. The pt was transferred to acute inpatient rehabilitation. Motor strength testing revealed 0/5 strength in both lower extremities and 0/5 l2-s3 motor levels bilaterally. Sensation was normal to the t8 level. At the time of discharge, the pt was at supervision level for wheelchair transfers, activities of daily living, bladder and bowel program. See MFR report # 3007566237-2011-04543 for a copy of the literature article.